Manufacturer narrative:
G4: 13apr2021. B4: 18apr2021. The reported problem could not be reproduced. No other problems were observed during the review. Preventative maintenance was performed on the ventilator and all tests passed. The ventilator was deemed ready for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported there was a leak while the ventilator was in use. The ventilator was in use with a patient. The patient was swapped to a different ventilator and there was no additional harm. The field service engineer was unable to reproduce the leak.